Manufacturer narrative:
The medical center returned the pump product for analysis. The pump had prematurely stopped due to a coil short. The failure mode will be monitored and trended.

Event description:
A patient with cardiomyopathy was admitted to the medical center with end stage heart failure. He had a iabp placed but, after a few days discovered that the care had to be escalated to an impella 5.5 while awaiting heart transplant. Unfortunately after just 2 hours of support, the pump stopped. The team had seen purge flow and purge pressure alarms prior to the pump stop, as well as motor current changes. The pump was replaced. The second 5.5 pump is still supporting the patient successfully for over 22 days to date.